Event description:
Mom hip replacement with depuy pinnacle in 2009. Side effects over the years include tinnitus, possible retinal detachment, severe depression, anxiety, extreme weight gain, inability to walk, circulatory problems metallosis. Hip revision. FDA safety report ID# (B)(4).